Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
Related manufacturer reference number: 2017865-2023-93573. It was reported that the patient experienced a right ventricular (rv) lead cardiac perforation. The patient presented for a lead revision. The lead was capped and replaced on (B)(6) 2023. While implanting the new rv lead, the patient went into complete heart block. An attempt was made to re-program the rv lead to max output, but the merlin programmer froze, displaying an error message and the system shut down. As a result, there was no back up pacing during this time. Ultimately, the merlin programmer was reset, and the procedure was completed without further complications. The patient condition was stable post-procedure.

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient experienced a right ventricular (rv) lead cardiac perforation. The patient presented for a lead revision. The lead was capped and replaced on (B)(6) 2023. While implanting the new rv lead, the patient went into complete heart block. An attempt was made to re-program the rv lead to max output, but the merlin programmer froze, displaying an error message and the system shut down. As a result, there was no back up pacing during this time. Ultimately, the merlin programmer was reset, and the procedure was completed without further complications. The patient condition was stable post-procedure.

Manufacturer narrative:
Correction: updated b5.